Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event. The suspect medical device ruptured during surgery. No silicone leaked into the patient and there was no patient consequence. - in block b, ¿is adverse event¿ and ¿is other serious¿ no longer apply to this event. ¿is product problem¿ has been checked. - the serial number of the suspect medical device is 7720315-017. - block ¿type of reportable event¿ was changed from serious injury to malfunction - patient code was changed from 3199 ¿no code available¿ to 2199 "no consequences or impact to patient". - device code was changed from 2993 ¿adverse event without identified device or use problem¿ to 1546 ¿material rupture¿ - method code was changed from 4117 ¿device not accessible for testing¿ to 4114 ¿device not returned¿ - conclusion code was changed from 4315 ¿cause not established¿ to 22 ¿known inherent risk of device¿ manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that a breast prosthesis ruptured intraoperatively. During visual evaluation of the sample, a tear was observed on the anterior aspect measuring approximately 4.5 cm. Microscopic examination of the edges of the rupture revealed parallel striations consistent with a rupture with a sharp object. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a primary breast augmentation was scheduled with two mentor memorygel breast implant 250cc gel breast prostheses when an unspecified adverse event occurred. No details about the event have been reported. If mentor receives additional information about this event, a supplemental report will be submitted. This medwatch report is for the 2nd of two breast prostheses.